Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a bag falling and disconnecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and it warns that falling bags can result in a disconnection or leak. The guide also instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during fill one of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that a supply bag fell and disconnected. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr advised the hp to start over with new supplies or use manual supplies. The hp would complete the therapy by starting over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.